Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) treatment procedure, stent damage occurred. The target lesion was located in an unspecified coronary artery. A promus element plus monorail 2.50x28mm stent delivery system was selected for preparation. Upon unpacking, it was noticed that the "stent body was broken". The package was not damaged and the sterile barrier was not compromised. This occurred outside of the body with no patient contact. The procedure was completed successfully by implanting another promus element stent. No patient complications were reported.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) treatment procedure, stent damage occurred. The target lesion was located in an unspecified coronary artery. A promus element plus monorail 2.50x28mm stent delivery system was selected for preparation. Upon unpacking, it was noticed that the "stent body was broken". The package was not damaged and the sterile barrier was not compromised. This occurred outside of the body with no patient contact. The procedure was completed successfully by implanting another promus element stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial visual examination of the returned unit noted severe stent strut damage, approximately 15mm of the entire stent had its profile stretched. The profile of the returned stent, would have prevented the stent protector from been inserted over the stent. No further damage was noted which could have contributed to the reported complaint. The balloon was visually and microscopically examined and no issues was noted with the profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted on the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).